Manufacturer narrative:
Concomitant medications: lipitor and plavix. A review of the manufacturing records for the devices is currently in progress.

Manufacturer narrative:
Conclusion code entered.

Event description:
On (B)(6) 2011, a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2015, the patient presented symptomatically with a tender aneurysm. A contrast CT showed type 1b endoleaks from both limbs of the trunk ipsilateral leg endoprosthesis. It was reported the common iliac arteries had expanded over time, leading to the endoleaks. On (B)(6) 2015, a reintervention was performed to extend the grafts in the iliac arteries distally to the external arteries, occluding the internal iliac arteries. On the left, a pxc12100 followed by a pxl161007 were implanted. On the right, a pxl161007 was implanted. The patient did well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to endoleaks.